Manufacturer narrative:
Follow up report 001 ref. To natus complaint #(B)(4). Sterile date of device: 01 july 2024. Device history record review: unit has passed all tests with acceptable results. Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line and is currently at the root cause investigation status. Complaint history review/trend analysis: (24 months review and percent of sales) (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.11 stopcocks: luer lock thread is stripped or broken." The risk level is considered moderate. Based on complaint of "transducer fell off drain." This determination is based on the information received from the customer. Root cause/failure investigation: female luer of system stopcock (port where external transducer is attached) has a large crack. No deformation or degradation was noticed on the thread of the female luer of the system stopcock. Failure mode, detachment of the external transducer from the eds 3 system, could not be replicated. Stripping of the threads could not be replicated. External transducer remained secure and tight on eds 3 system, no signs of loosening. Could not replicate failure mode with any transducers by using the spin mechanism at the male luer. The crack on the system stopcock allowed the external transducer male luer get to a point where it cannot go any further within the female luer. The crack of the system stopcock can indicate over torquing of the external transducer by rotating the transducer body clockwise. Female luer of the patient line stopcock and the wall of the drip chamber stopcock have cracks as well. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: could not be replicated.

Event description:
Nt821731c -transducer falls off after attaching and checking icp.

Manufacturer narrative:
Initial report ref. To natus complaint # (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.11 - stopcocks: luer lock thread is stripped or broken effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out.

Event description:
Nt821731c -transducer falls off after attaching and checking icp.